Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jul-2018 with the following findings: a review of the black box showed one power on reset event was recorded after a replace battery alarm the battery compartment was cracked above and below the bumper pad. Corrosion was observed inside the battery compartment. The returned battery cap had stripped threads. The battery cap was unable to maintain an electrical connection. The reported power complaint was duplicated. The test battery cap was able to fit to maintain an electrical connection. The test battery cap was used to complete a 24 hour duration test. No power on reset events were duplicated during this time. A leak test failed with a battery compartment leak. The pump cover was removed to find no further evidence of moisture on the printed circuit board or internal components. No damage was found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power and has a crack and corrosion in the battery compartment. The patient's blood glucose (bg) reading was up to 311 mg/dl without specific symptoms of hyperglycemia. It was said that the patient gave a bolus to help lower bg to normal. This incident does not meet animas' definition of an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.